Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed the reported issue and replaced the universal surgical manipulator (usm) to resolve the errors. The system was tested and verified as ready for use. The usm unit involved with this complaint has been returned for evaluation. Failure analysis confirmed the customer reported complaint. The unit was tested on an in house system and passed normal mode. The system did trigger errors 31226, 32096, or 32097 but they were confirmed via error logs/system logs on the clock spring, parallelogram, and the rolling loop. The unit failed on a pftp as it failed the fiber test on the clock spring, the rolling loop, and the parallelogram. Additionally the clock spring, parallelogram, & rolling loop power readings were trending down. The clockspring, parallelogram, and rolling loop fiber cables were swapped out with a new ones and the errors no longer occurred. The original clockspring, parallelogram, and rolling loop fiber cables were reinstalled and the errors returned. The unit went through more testing on a pftp and passed direction tests, lissajous, cva characterization, sine cycle, carriage friction test, brake release test, brake hold test, advanced brake test, carriage strength test, and carriage switches test. The clockspring, parallelogram, & rolling loop assemblies will be replaced as a fix to the reported problem. A review of the advanced technical review type for the usm associated with this event has been performed by an intuitive surgical, inc. (Isi) fae. The following additional information was provided: it looks like they started and ended with 2 sscs. There were communication errors on one of the usms during the procedure which led to a recoverable fault (32097) that was able to be recovered. This complaint is being reported based on the following conclusion: an intuitive surgical, inc. (Isi) field service engineer (fse) confirmed the issue and replaced the usm. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted general surgical procedure, arm 2 was having recoverable faults. Prior to the calling, the customer recovered the fault. Technical service engineer (tse) recommended for the customer call back if the issue returns for a hard power cycle. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed with all four arms.